Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, the minimum luminal diameter (mm) for the vessel was 6.5mm and there was mild vessel tortuosity. It is likely that patient vessel factors (smaller than indicated size, and calcification or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards field clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure when the 22fr retroflex 3 sheath was removed, a dissection to the iliac artery was noted via angiography. A fluency stent was deployed in the left external iliac. Angiography revealed that the perforation was still present and a cordis optipro balloon was inflated in the stented area three times for five minutes with each inflation. Post inflation angiography revealed that the perforation had sealed with a good result. The site was then successfully closed with two perclose devices. The patient was stable, extubated, and transferred to the intensive care unit. Additional information: the patient's access vessel minimum luminal diameter was 6.5mm; the vessel was described as mildly tortuous; the degree of vessel calcification is unknown. There was no obvious kinking or blemishes on the sheath before or after the procedure. Per report, this event was related to procedural complications and not to malfunction of the edwards device.